Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond, noting that the device header was slightly loose on the front on the can side. X-rays of the device feedthru wires showed that all header wires were intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous right atrial (ra) and right ventricular leads exhibited out-of-range high pace impedance measurements. The patient was not pacemaker dependent and had slow escape so no inhibition was noted. The patient had been experiencing shortness of breath and irregular beats per minute since the last follow up. The physician determined to perform a revision procedure. When the physician went in to remove the device, it was observed that the device had migrated to an axillary area. Once the device was removed, the local area sales representative tested the leads with the pacing system analyzer (psa) and measurements, all within normal limits, were obtained. The physician identified that the device header had appeared loosened at the time of explant. The local area sales representative confirmed that the deice had been placed sub-pectorally. The physician noted that at last device follow up, which was approximately a month prior, that the device had checked out within normal limits.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous right atrial (ra) and right ventricular leads exhibited out-of-range high pace impedance measurements. The patient was not pacemaker dependent and had slow escape so no inhibition was noted. The patient had been experiencing shortness of breath and irregular beats per minute since the last follow up. The physician determined to perform a revision procedure. When the physician went in to remove the device, it was observed that the device had migrated to an axillary area. Once the device was removed, the local area sales representative tested the leads with the pacing system analyzer (psa) and measurements, all within normal limits, were obtained. The physician identified that the device header had appeared loosened at the time of explant. The local area sales representative confirmed that the device had been placed sub-pectorally. The physician noted that at last device follow up, which was approximately a month prior, that the device had checked out within normal limits.

Manufacturer narrative:
The right ventricular leaf spring (the component inside the lead barrel which provides the contact between the lead terminal pin and the circuitry of the device) was removed and sent for detailed testing. This testing identified corrosion on the inner surface of the leaf spring. This finding indicates there was incomplete or no contact between this leaf spring and the lead terminal pin. This finding may have contributed to the observed high, out-of-range impedance measurements.